Event description:
A site rep reported that two open spine clamps had screws that were beginning to strip. There was no pt present.

Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Device manufacture dates not available at time of this report. Part investigation on both spine clamps found the adjustment screw threads are not stripped as reported, but the screw heads have tool marks all around. The clamp faces are slightly bent to one side and the retainer rings are stretched allowing some play in the movement of the clamp faces. Lot numbers for both are listed in this report. RMA issued. Replacement parts shipped (B)(4) 2011. Add'l lot #: 101124.